Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10354. It was reported the patient has experienced heating while charging her ipg since the time of implant. The patient stated the ipg site becomes sore for 4-5 days after charging. The patient stated she is going to stop recharging the ipg and meet with her doctor to discuss the next course of action. On (B)(6) 2012 (B)(6), sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected. The patient was advised to follow the recommendations for charging as stated in the letter.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.